Manufacturer narrative:
Correction: report type: malfunction, b1 - check product problem and un-check adverse event; b2 - un-check serious injury.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient, and device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the rf ablation the probe temperature dropped then shot up and the machine registered over temperature on chanel [x]. Grounding pad detached message was also reported. Troubleshooting resolved the grounding pad message, but the temperature message was not resolved. As a result, the procedure was abandoned.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient, and device information.